Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a vigilance 2 monitor, the co (cardiac output) value decreased suddenly from 4l to less than 1l. After a while the value changed to 4-5l. The fluctuation occurred three times in one day and no error messages were confirmed. The monitor was replaced and the issue improved. The patient was not treated based on the inaccurate values. There was no allegation of patient compromise and no other system related devices were identified as suspect.

Manufacturer narrative:
The monitor was manufactured on february 12, 2009. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The device history record review was completed and all manufacturing inspections passed with no non-conformances. Examination of the returned device was unable to replicate the customer¿s complaint. However another incident was identified, fault message ¿cco not available, use bolus mode¿ was observed. The failure of the monitor was determined to be that the cco board was defective due to a component failure. The cco board was replaced to restore the monitor to functionality. No further actions will be pursued at this time. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.